Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 208 mg/dl at the time of incident. The nurse stated that the drive support cap was protruded. The nurse stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The nurse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/drive support disk. The insulin pump had minor scratched lcd window, cracked near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.